Manufacturer narrative:
Philips has investigated this complaint. According to the additional information general anesthesia was performed when the issue happened. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that intermittent errors that have not been fixed for a long time. Upon some functional test, fse found the system cannot generate the x-ray for the problem is a system bug. Fse restarted the bug. After system restarted, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information general anesthesia was performed when the issue happened. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that intermittent errors that have not been fixed for a long time. Upon some functional test, fse found the system cannot generate the x-ray for the problem is a system bug. Fse restarted the bug. After system restarted, the system returned to use in good working order. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.